Event description:
It was reported I was dispatched to a cardiac arrest. During this arrest I proceeded to use x2 io needles that both were defective. Upon placing the first io needle I went to drill and the needle bent into about a 90 degree angle. It was a high chaos call so I thought maybe it was operator error. I then proceeded to do a second io and had the exact same thing happen. Luckily the responders on scene had an extra io available and they were able to get it. I did assess the patients leg thinking maybe a prosthetic or something but did not see any scars or trauma. No impact to the patient per the crew. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.